Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found the mid-section damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. .

Event description:
Reportable based on the product analysis completed on january 20, 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the tortous right coronary artery. The vessel was predilated and a 3.50/38 promus premier stent was advanced but failed to cross the lesion. After several attempt the physician removed the device. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.